Event description:
A field service representative reported on behalf of the customer, that when the power was off, and downward pressure was applied to the gantry, it went down. There was no pt impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).